Event description:
Info received indicates the head section is drifting down very slowly.

Manufacturer narrative:
The tech adjusted the CPR lever and replaced the head up and down valves to repair the bed.